Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error, pump error 35 (a broken force sensor was detected during seating or regular delivery) and observed a physical damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and explained the pump performs safety checks and open book image error was found. Found the crack was on battery tube side. The crack on pump was affecting the pump functionality. The crack on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded history files and traces using thump. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion were noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, stained keypad overlay buttons, cracked case at belt clip rail corner, cracked battery tube threads, missing serial number label, missing end cap address label, corrosion on the battery tube, and scratched case. Pump error 35 due to corrosion on the force sensor assembly. Open book was triggered by the pump error 35. Open book and pump error 35 were confirmed during analysis due to corrosion on the force sensor assembly. Crack on the battery area confirmed. Corroded battery tube and on all electronic assemblies confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.